Manufacturer narrative:
Block b3: exact date unknown, event occurred three years ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. No further information could be obtained despite good faith efforts.